Manufacturer narrative:
We acknowledge the receipt of this complaint and we started the investigation by picking 10 retained samples for each lot from our archive and tracing the related production data (batch record). The lot involved: - (B)(6) was manufactured on (B)(6) 2022 for a total of (B)(4) pieces with reference to the tests performed during production we focused our attention on the following: - leak test at 3bar pressure performed with water - tensile test between catheter and catheter hub according to our procedure for internal sampling 20 devices/day were tested for leak test (annex a) and and 20 devices/day for the tensile force of separation between catheter and catheter hub (annex b). These tests allow to detect any non conformity related to leakages of the devices due to damages at the level of the catheter tube and also at the connection of the hub with the tube. We then took 10 sterile retained samples from our archive and submitted them to the same tests above mentioned: to the leakage test at 3 bar with water and to the tensile test between catheter and catheter hub (annex c and d): no deviation detected on the catheter tube/hub. Moreover it was not detected any visual deficiency related to catheter tube/hub during visual examination of retained sterile samples. Please consider that our assembling machines are provided with a 100% in line leakage control. Every day the efficiency of this alarm is checked by our internal qc. We checked also the register of non conformities detected in production during the manufacturing period but no evidences of problems on the same production order (20043) can be traced. The available evidences (batch record results and repetition of relevant tests on the sample returned) do not identify any deviation on the lot which could explain the reported problem. The breakage as we understand by the description of the complaint could have been caused by the unintentional/accidental re-insertion of the needle inside the catheter tube during the insertion of the device. This could have happened because of a difficult venipuncture. This is a first investigation, based on the batch record results and on the re-test of the retained samples so in this specific case the involved device would be crucial to understand the real cause of the breakage. H3 other text : see narrative.

Event description:
No additional information provided.

Event description:
It was reported that part of the bd neoflon¿ pro safety arterial cannula ruptured in the radial artery during the partial nephrectomy. As a result, the patient required an x-ray and ultrasound to locate the broken fragment of the cannula, as well as vascular surgery to remove the fragment. The following information was provided by the initial reporter, translated from italian: "in a patient undergoing robotic partial nephrectomy, during arterial cannulation of the right radial artery, part of the intravascular arterial cannula ruptured. This rupture was detected after connection to the pressure sensor. On removing the cannula it was seen that it was broken, in order to locate the fragment of the cannula needle it was necessary to carry out x-ray and ultrasound of the right hand with subsequent consequence of the vascular surgeon surgical removal of the device fragment in its entirety. Accident occurred on (B)(6) 2023. Consequence: specific intervention. Device availability yes. Number of parts involved: 1. Use: first use."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is delta med. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. D.4. The reported lot# 1220043 was not found for the reported catalog# 380074. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.